Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed for the reader and no issue was observed. Built-in reader test was performed. The reader test passed and error message issue was not observed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspected the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed testing. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed that the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of their abbott diabetes care (adc) reader. As a result, customer experienced "difficulty waking up", "trembling", and was unable to self-treat, requiring third-party treatment of "a glass of fruit juice and a milk bread" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of their abbott diabetes care (adc) reader. As a result, customer experienced "difficulty waking up", "trembling", and was unable to self-treat, requiring third-party treatment of "a glass of fruit juice and a milk bread" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.